Event description:
The reporter indicated that the surgeon noted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -18.00 tore/ broke during loading on (B)(6) 2024. It's unknown when the damage occurred. The lens was not implanted. Additional information provided: "icl cut during loading process and need exchange". The reporter indicated the cause of the event is unknown. Cause details provided: "icl cut during loading process". If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon noted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -18.00 tore/ broke during loading on (B)(6) 2024. It's unknown when the damage occurred. The lens was not implanted. A backup lens was implanted and the problem was resolved. Reportedly "the patient is stable". The reporter indicated the cause of the event is unknown. Cause details provided: "icl cut during loading process" (B)(4).